Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, received insulin flow blocked alarm and power loss alarm. The customer also reported bent cannula. The customer blood glucose value was 318 mg/dl at the time of incident and the treatment details were unknown. The event involved product(s) mmt-431ag, mmt-342, mmt-1884l. Troubleshooting was performed for insulin flow block alarm. Customer confirmed that insulin did exit during 5u fill cannula test. Troubleshooting was performed for power loss alarm. Customer was able to clear alarm but was unable to complete the rewind process. No further patient complications were reported. No product return is required for mmt-431ag, mmt-342. Mmt-1884l was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self-test, active current test, sleep current test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and displacement accuracy test. Unit passed dat test at 0.0864 inches. Confirmed 34.975 units of normal bolus was delivered on 07/25/2025 between 00:04:13.000 and 23:59:15.000. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thump. Confirmed pump alarmed insulin flow blocked alarm during normal bolus on 07/25/2025 11:33:18.000 in pump downloaded history. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. (Battery cycle 4.0 received the lowbatteryalert (104) on 07/24/2025 21:21:00 after more than 7 days at 12.15 days. Battery cycle 3.0 received the lowbatteryalert (104) on 07/12/2025 07:58:00 after more than 7 days at 15.77 days. Battery cycle 2.0 received the lowbatteryalert (104) on 06/25/2025 15:53:00 after more than 7 days at 15.6 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, cracked keypad overlay, keypad overlay texture damage, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. Pump passed required testing, and no unexpected insulin flow blocked alarms noted during test. No power errors noted. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.